Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 3-4. Xtw (lot: 40606a1100) was chosen for implantation and was prepared without issue. The clip was advanced to the left atrium. No excessive medial (m) - knob was used and no other knobs were applied. When evaluating the independent gripper function, the anterior gripper was unable to move. Troubleshooting was performed but the issue did not resolve. The clip was removed and outside of the patient the gripper was still not functioning. A replacement xtw was used to complete the procedure successfully, reducing mr to grade 1. There were no reported patient consequences or clinically significant delay.

Manufacturer narrative:
All information was reviewed and the reported difficult to open or close- gripper actuation -single and improper or incorrect procedure or method/user error could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on information provided, a cause for the reported single gripper actuation issue cannot be determined. Improper or incorrect procedure or method/user error is associated with the user curving the sleeve greater than 90 degrees. There is no indication of a product issue with respect to manufacture, design or labeling.